Event description:
Customer reported that the insulin pump was over delivering and she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 26 mg/dl. Customer stated that the paramedics found her in a hypoglycemic coma. She was transported to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.